Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 300 g/dl. Customer had treated their blood glucose with a bolus delivery. It was also found the customer was feeling thirsty due to their high blood glucose. Troubleshooting found the customer had a no delivery alarm on their alarm history. Customer also reported they were unable to hear alerts on their insulin pump. Troubleshooting could not be completed because the customer was at work. The customer was advised to check for bent cannulas when removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.